Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Visual inspection has been performed on sensor plug. The sensor plug was seated correctly. Removed plug and inspected plug assembly, no issues were observed. Sim-vivo test performed and all results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "scan in 10 mins" message for up to 2 hours or more followed by a "replace sensor" message after 10 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 he "didn't notice (he) was in hypoglycemia" and he experienced a loss of consciousness. Customer was treated with sugar and water by a colleague and reported he was incapable of self-treating. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan in 10 mins" message for up to 2 hours or more followed by a "replace sensor" message after 10 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 he "didn't notice (he) was in hypoglycemia" and he experienced a loss of consciousness. Customer was treated with sugar and water by a colleague and reported he was incapable of self-treating. There was no report of death or permanent impairment associated with this event.